Event description:
(B)(4). Essure implanted in (B)(6) 2008. By (B)(6) 2008, extreme pelvic pain and excessive menstruating. On 2009 - crps, gluten sensitivity and start of depression/anxiety. In 2010 - spine stenosis, migraines, gastric issues started. By 2013, I was bedridden from chronic pain, fms, crps, migraines, chronic nausea, chronic fevers, burning feeling and pain on dermis, vomiting, anxiety, ptsd and suicidal ideations. I was denied an ob by the (B)(6). Diagnosed with sleep apnea, fibromyalgia, regional pain syndrome, gastrointestinal inflammation, and migrating coil. I was discharged from (B)(6) because I couldn't medically clear (B)(6) due to chronic medical issues. In 2016 - migrating coil found attached to large intestine, have consult tomorrow 200 miles away for lavh with ovaries removed, plus exploratory surgery to remove migrated coil.